Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
Additional information: (date of implant). Litigation papers allege that the patient suffered from progressively increasing right hip pain, soreness and lower extremity weakness which impaired her everyday activities and she had great difficulty walking. Due to her persistent pain and increasing chrome and cobalt levels, patient was revised. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.